Event description:
(B)(6) 2012, found out from roche technician that the monitor she has been using for five years is not good with her diagnosis of antiphospholipid syndrome. She has been getting the wrong results from the monitor which most likely caused her to have a stroke back in (B)(6) 2011, because of taking the wrong medication dosage based on the wrong monitor results.